Event description:
Customer reported a port issue with her adc meter, noting that when "she put a test strip in, the meter turns on and shuts off" before a result is displayed. Customer further reported that due to this she was unable to test and experienced symptoms described as "blood sugar went down", which resulted in a loss of consciousness and fall to the floor. Paramedics were called and transported customer to a local healthcare facility where she was diagnosed with hypoglycemia and treated with glucose via intravenous infusion. Customer denied self-treating. During troubleshooting with customer service it was identified the customer was attempting to test using test strips that expired on may 31, 2012. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: customer's date of birth is unknown. (B)(4).